Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was scheduled to be explanted due to an infection related to patient decubitus. During device interrogation prior to explant, the ICD displayed an error message and indicated it was in end of life (eol). Boston scientific received additional information that eol was reached after 9.0 months of service. To date, there have been no reported patient symptoms associated with this clinical observation. The device was successfully explanted and replaced with another boston scientific device.